Event description:
It was reported that this insertable cardiac monitor (icm) was popping out of the incision site, so the physician removed it. No new icm was implanted and the physician had the information needed. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) was popping out of the incision site, so the physician removed it. No new icm was implanted and the physician had the information needed. No additional adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc therefore product analysis could not be performed. The primary reported observation is addressed in product labeling. Well-understood factors likely contributed to the event.